Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise oversensing and rising impedance levels were evident on a patient's right ventricular (rv) lead. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
Additional information revealed the right ventricular (rv) lead was exhibiting high impedance levels, and a possible fracture is suspected. The lead has been explanted and replaced.